Manufacturer narrative:
Device evaluation results are: the event was confirmed, there was difficulty rotating the thumbwheel. The exact cause of the difficult to rotate the thumbwheel cannot be conclusively determined. During analysis, difficulty rotating the thumbwheel was experienced in specific areas that correlated with kinking observed on the lumens. The exact timing of the kinking to the delivery system occurred during the procedure is unknown but may have contributed to the difficulty deploying event. The removal difficulties event could not be determined as the event occurred in-vivo and could not be replicated during device analysis.

Event description:
An endurant iis stent graft system was implanted in the patient for the endovascular treatment of a 60 mm in diameter ruptured abdominal aortic aneurysm. The proximal aortic neck had a 45 degree angle. It was reported that, during the index procedure, the physician felt stiff resistance at the back wheel of the delivery system when attempting to deploy the suprarenal stent of the endurant iis bifurcate. The physician was able to successfully deploy the suprarenal stent and then proceeded to cannulate the contralateral gate of the endurant iis stent graft bifurcate. The physician then deployed a contralateral limb and finished deploying the ipsilateral limb of the endurant ii stent graft bifurcate. However, when attempting to remove the delivery system, the delivery system was fixated to the suprarenal stent on the left side of the aortic wall and could not be removed. The physician elected to use a reliant balloon from the contralateral side of the endurant iis bifurcate in an attempt to manipulate the delivery system away from the left side of the aortic wall. However the delivery system was still unable to be removed. The physician then elected to perform multiple attempts to spin the delivery system as well as disassembling and reassembling the back end wheel of the delivery system. The delivery system was then able to be successfully removed. Per the physician, the cause of the event was related to the device. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.